Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4). Received a catheter, connector and filter all attached. Visual inspection: 1. The samples were attached to a third party pump. There was medical tape wrapped around the alligator clip that was attached to the closed connector. The catheter was not inserted up to the marking point. 2. Catheter visual inspection: there was visible damage identified 967mm from the end. No additional abnormalities were observed. 3. Connector visual inspection: no abnormalities were observed that could lead to catheter detachment. Comparing the sample to no.06224 mat.8451290 the two were identical. We identified the received sample as mat.8451290. No abnormalities were observed. 4. Alligator clip visual inspection: comparing the sample to qcs-160 the two were identical. We identified the received sample as qcs-160. The received sample was deformed, maintaining a wider form after detachment due to prolonged attachment to the connector. Dimension check: catheter length test: company specifications: 990 - 1070mm. Sample length: 1008mm. The sample was within company specifications. Catheter outer diameter (end of catheter) length: company specifications: 0.84 - 0.90mm. Sample length: 0.8405mm. The sample was within company specifications. Functional test: catheter tensile strength test: conducted using connector sample and catheter sample. Company specifications: above 11n. Test results: 11.6n. The sample met company specifications. Others: we were able to insert the catheter sample into the connector sample without resistance. The catheter was able to be inserted up to the marking point. No abnormalities were observed. The alligator clip sample was attached to the connector sample without any looseness, nor were there any abnormalities identified. Device history review: no abnormalities were observed upon reviewing the relevant device. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the loosened clip caused catheter withdrawal.